Event description:
Staff members were attempting to resuscitate a female pt (age unk). The staff charged the unit and attempted to discharge the unit using the paddles. Te unit did not discharge. The staff obtained another unit (manufacturer unk) and continued to treat the pt. There was no adverse effect on the pt. The complainant also indicated that the staff checked the unit on the morning of the alleged malfunction and the unit functioned properly.